Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported ruptured implant and silicone leaking, pain, soreness and pain in breast area, muscle weakness, flu symptoms. Headaches, nausea, sore throat, and breast implant illness, chronic fatigue, brain fog/cognitive memory issues, food intolerances and ibs, chronic bladder weakness, sensitivity to light and sound. This record represents the right side. The device remains implanted.